Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was in a car accident in (B)(6) 2017 where the seatbelt compressed the sternum and the air bags deployed. The patient presented on (B)(6) 2017 with low flow alarms. A chest CT showed that the lower area of the sternum had dehisced and was compressing the outflow graft. When the patient bends over low flow alarms occurred. The patient was otherwise asymptomatic. The patient¿s lactate dehydrogenase level was elevated. An outflow graft stent was placed on (B)(6) 2017 and the patient was placed on a high dose heparin infusion. Low flow alarms continued and a pump exchange was scheduled for (B)(6) 2017; however, the patient suffered a hemorrhagic stroke on (B)(6) 2017 and subsequently passed away on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.